Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "ventilator inoperative " codes were found in the ventilator's downloaded error log. The device's machine flow sensor needs to be replaced to address the issues. Additionally, the device's blower assembly and system pca need replaced due an error code. In-line filter prox is contaminated and need to be replaced. The air inlet foam filter will be replaced due to preventive maintenance.